Manufacturer narrative:
After further review of additional information received. Event: additional information received per the medical records indicate that the patient has a history of left iliofemoral deep vein thrombosis. Immediately prior to place of the filter a thrombolysis catheter was removed for the patient. Contrast was injected for a left lower extremity venogram from the popliteal vein. This demonstrated residual clot in the paired femoral veins in the mid-thigh, appearing generally unchanged from before the procedure. There was some lysis of the clot which had moved slightly to a more superior position. The common femoral vein and iliac veins were still completely occluded. A glide wire and glide catheter were used to manipulate a wire into the previously occluded common femoral vein. The physician was able to recanalize the common femoral vein and the external iliac vein, meeting obstruction at the common iliac vein on the left side. Multiple attempts were made with guide catheters. When it was realized that it was possible to cross the entire occluded venous segment, an inferior vena cava filter was placed to protect the patient from pulmonary emboli. The filter was deployed via the patient's right iliofemoral system. The filter was placed without difficulty. Subsequently a wire was passed through the occluded segment of the iliac vein. The tightest segment of the iliac vein was dilated with a percutaneous balloon. An angiojet mechanical thrombolysis was then performed, passing the device twice, from the common femoral vein all the way to the inferior vena cava. There was minimal recanalization of the clot which appeared to be chronic and difficult to lyses either with pharmacologic or mechanical devices. The angiojet was removed and a multiple-hole infusion catheter was placed through the entire iliofemoral venous segment to perform an overnight tpa thrombolysis. The patient was returned to the intensive care unit in stable condition. Additional information received per an amended legal short form states that the patient experienced tilting of the filter and perforation.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and peroration of the filter struts outside of the inferior vena cava (ivc). The patient continues to experience anxiety and fear. The patient became aware of the reported events nine years and eight months after the index procedure. As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was left iliofemoral deep vein thrombosis. During the filter placement, a thrombolysis catheter was removed, and contrast was injected for a left lower extremity venogram from the popliteal vein. This demonstrated residual clot in the paired femoral veins in the mid-thigh, appearing generally unchanged from before the procedure. There was evidence of lysis of the clot which had moved slightly to a more superior position. The common femoral vein and iliac veins were still completely occluded. A glide wire and glide catheter were used to manipulate a wire into the previously occluded common femoral vein. The physician was able to recanalize the common femoral vein and the external iliac vein, meeting obstruction at the common iliac vein on the left side. An inferior vena cava filter was placed to protect the patient from pulmonary emboli. The filter was placed without difficulty. Subsequently a wire was passed through the occluded segment of the iliac vein. The tightest segment of the iliac vein was dilated with a percutaneous balloon. An angiojet mechanical thrombolysis was then performed, passing the device twice, from the common femoral vein all the way to the inferior vena cava. There was minimal recanalization of the clot which appeared to be chronic and difficult to lyses either with pharmacologic or mechanical devices. The angiojet was removed and a multiple-hole infusion catheter was placed through the entire iliofemoral venous segment to perform an overnight tpa thrombolysis. The patient was returned to the intensive care unit in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilting of the filter and perforation. Per patient profile form (ppf), the patient reports tilting of the filter and peroration of the filter struts outside of the inferior vena cava (ivc). The patient also reports anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. He optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned that a perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog and lot number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.